Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with va-lcp condylar plate on (B)(6) 2012. Approximately six weeks later, (B)(6) 2012, the plate was found broken. Plate was removed, date unknown.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
(B)(4): manufacturing documents were reviewed and no complaint related issues were found. (B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l product codes: jdp, hwc. The examination of the raw material inspection sheets and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties are in compliance with the international standards iso (B)(4) and (B)(4). The dimensions were found to be in accordance with the technical drawing of the producer and ao asif specifications. We assume that axial and dominant dynamic bending loads let to the fatigue of the plate. The plate had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. We found no evidence of material or manufacturing defects.